Event description:
The trocar was being used during a laparoscopic cholecystectomy during the procedure one of the tips broke off. The tip became embedded in the fascia. There was an unsuccessful attempt to remove the tip. The remaining portion of the device was saved and will be returned to the manufacturer. Or time was extended while trying to retrieve the tip, but was unsuccessful. The tip is retained in the patient. This facility has seen at least one similar event with this type of device per month over approximately months.staff/surgeons do not know why this is happening. The surgeons/staff using the equipment are experienced with using it. No excessive force was used on the device.====================== manufacturer response for surgical trocar, reflex str (per site reporter).====================== the manufacturer will send a biokit to return the product to them for evaluation.